Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a rotor/dye study was scheduled for this patient on (B)(6) 2015, as the patient had been complaining of pain and not feeling right ever since the new pump was implanted. An aspiration issue was noted of the hcp tried aspirating from the catheter access port (cap) and withdrew a dark yellow substance instead. The dye study was aborted; and the rotor study found the pump to be functioning as normal. The next steps for the patient were undetermined at that time.

Event description:
It was reported the patient had not felt well since his pump replacement and is unsure if drug is being delivered. The patient status at the time of this report was ¿alive ¿ no injury.¿ it was later reported the patient had nonspecific complaints immediately post-op and a few days later he was fine. The cause of the issue was unknown. No interventions were needed. The patient was to be seen in the clinic at 4 weeks post-op. The issue had been resolved and the patient recovered without permanent impairment. The drugs being delivered via the device system were dilaudid, bupivacaine, and clonidine. Additional information received reported that the patient ¿never felt right¿ after pump replacement. The patient reported less than 50% therapy relief. The week prior to this report drainage and incisional wound opening at the device pocket occurred. The patient stated that ¿a lot of clear fluid with a little bit of blood¿ came out of the pump incision. The patient was scheduled for a rotor/dye study on the date of this report. Additional information received that the healthcare professional (hcp) was not able to aspirate the catheter for the dye study. The patient had a catheter revision (B)(6) 2015 and at that time was reported to be doing well. The patient reported withdrawal symptoms on (B)(6) 2015, and that the large swelling/seroma near the pump implant site had not subsided as of (B)(6) 2015. On that date the patient felt like he was experiencing overdose; with symptoms of slurred speech, dizziness, and vision issues. Per the patient, the hcp suggested he go to the emergency room. The patient felt like his pump was not helping him, but was actually making him feel worse. The patient did not feel like the pump was working correctly. The patient also indicated that pain relief was not adequate. The patient was expected to follow up with the hcp on (B)(6) 2015.

Event description:
On 2015-08-21, additional information was received from a consumer regarding a (B)(6), male patient who was receiving dilaudid at 7.005 mg/day, bupivacaine at 3.409 mg/day, and clonidine at 87.56 mcg/day (concentrations were unknown). It was reported that the since the pump was implanted on 2015 (B)(6), the patient had been sick. He went through withdrawals and the pump was not working. The catheter was replaced twice. The patient had two dye and rotor studies. The rotor study confirmed that the pump was not delivering medication properly. On 2015 (B)(6), a new pump was implanted.